Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) showed contamination. No patient impact reported. The following information was provided by the initial reporter: customer reported contamination and would like to start a reimbursement case. How can this be avoided going forward? It causes our processing team significant delays having to check the quality of each plate prior to planting/loading.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) showed contamination. No patient impact reported. The following information was provided by the initial reporter: customer reported contamination and would like to start a reimbursement case. How can this be avoided going forward? It causes our processing team significant delays having to check the quality of each plate prior to planting/loading.

Manufacturer narrative:
H6: investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2175620 was satisfactory per internal procedures. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 2175620. No retention samples for this batch were available for investigation. One photo was received with multiple plates for investigation. ID is not visible on some plates with visible contamination. Plate with visible ID (lot 2175620 timestamp 0534) shows contamination. No return samples were received for investigation of this complaint. This complaint is confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process.